Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, jamming occurred. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: why did the clips fall into the patient, if device jammed? - the clip did not fall into the patient. Did the device drop/eject clips? Yes. Did clips fall off of the structure? - yes. Which firing of the device did this event occur on? - at the 4th or the 5th firing. What vessel or structure was the device fired on at the time of the event? - blood vessel. Was the clip fully advanced into the jaws prior to firing? - the information was not provided from the patient. Was there any torquing or twisting of the device present at the time of firing? - the information was not provided from the patient. Was any unexpected resistance felt while firing the trigger? - the information was not provided from the patient. Were any unexpected noises heard? If so, when? - the information was not provided from the patient. Did anything unexpected happen prior to this incident? - the information was not provided from the patient. Was the device fired after this incident in or out of the patient? - the information was not provided from the patient. What were the indications for surgery? What was found? - the information was not provided from the patient. Does the patient have any relevant history of surgical treatments? If so, what? - the information was not provided from the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? - the information was not provided from the patient.